Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that low blood glucose has been experienced of between 20 mg/dl and 30 mg/dl. The customer indicated that carelink would not link with their pump and thought that their low blood glucose was due to that. The customer indicated that they were unable to continue to troubleshoot and would call later if any further assistance was required.